Event description:
It was reported that the customer had an issue with the battery life of the insulin pump. The customer's blood glucose level was 302 mg/dl. The customer changed the battery of the insulin pump every three or four days because he was concerned about low battery indicator. The battery cap on the insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No unexpected low battery alarms noted. The unit was received with cracked case at display window corners and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.